Event description:
It was reported by the field service technician that the ventilator's turbine failed (stop running) during bench testing. The ventilator was not connected to a patient when the reported probem occurred.